Event description:
It was reported that during an anterior cruciate ligament surgery the button hung on the thigh, then the operator tightened the graft with white tapes and the tape broke during tightening. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual inspection, it was noted that the device was returned in 5 pieces, the tensioning suture was returned in 4 pieces and disassembled from the button. The button was returned assembled to both sp-05-01b and sp-02-01w. There was also an additional sp-02-01w returned. It was also noted that one of the pieces of tensioning suture was returned with dark markings on it. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.